Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced communication error e216. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, the fiber bonding in the outer tube area (distal end) was damaged, scope communication error (b30) occured and no image was displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error b30 occurs and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.